Event description:
It was reported that the shaft on the monopolar curved scissors instrument was splintered. This was not discovered during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the presence of various deep scratches concentrated in a 1.25" long section on one side of the distal end of the main tube. The scratches have removed tube material and are not quite aligned with the tube axis. Their narrow width and close spacing suggests they may have been caused by instrument collisions or rough handling in central processing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or another unintended consequences, such as disconnection of the instrument tip.